Event description:
It was reported that the customer was experiencing difficulty with the (B)(4). The tubing leaked where the long tubing piece from the IV bag screws on (luer lock) to the pig tail piece. It appeared there was a crack in the beginning piece of the pigtail (hard plastic) not the flexible tubing. Additional info received from the sales rep on (B)(6) 2010 stated the IV was placed in the pt. The physician attempted to induce medication, at which time a leak was noticed in the tubing. According to the physician there was actually pin holes in the tubing which caused significant leaking. As a result, the set was exchanged for the pt. There was minimal time of interruption in treatment, no pt death and no pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.